Event description:
Reported issue: during a heart surgery the needles break off during use. The used suture was discarded.

Manufacturer narrative:
(B)(4). No issues or discrepancies were found in the device history record of product code cd-6149m4k/batch 74h2202374 that can be related to the failure mode reported.